Event description:
Caller reported an error with their continuous glucose monitor, indicating code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with detailed instructions to reset the pump, and the customer intended to perform the reset and follow up if the issue continued.